Event description:
The pt reported that he believes the infusion device delivers too much insulin since (B)(6) 2012. On (B)(6) 2012, the pt was hospitalized due to gastroenteritis and multiple sclerosis with a blood glucose level of 50 mg/dl. The pt had symptoms of vomiting and diarrhea. On (B)(6) 2012, the pt stopped at a gas station to measure his blood glucose and received a reading of 30 mg/dl. He attempted to get something to eat and drink from the trunk of the car, but he lost consciousness. A gas station attendant called for an ambulance. The pt was taken to the hospital and treated with a glucose IV. He was released after 3 hours. On (B)(6) 2012, at approximately 11 am - 12 pm, the pt felt sick while performing "ergo-therapy" and the therapist gave him something to eat. Afterwards his blood glucose measured 50 mg/dl. The pt's normal blood glucose level is 100 mg/dl. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
Related to 2183996-2012-00617. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.